Event description:
Patient referred for r7 ablation of 2.8 cm metastatic lesion in liver. Starburst needle was advanced 3.5 cm into liver with trajectory towards the lesion. Tines were deployed to 4cm. Patient shifted position and needle handle impacted the edge of the scanner. Axial g showed the needle and tines in good position for ablation. Ablation completed successfully. Post ablation CT axial images through the liver showed a 2cm curvilinear metallic density completely within the liver tissue. In the ablated area consistent with one of the needle tines . Post procedure, the starburst was examined and a portion of the tine was missing.